Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) started experiencing urinary incontinence, leading to a surgical intervention. During the procedure, atrophy was noted, and the entire aus was removed and replaced, the cuff was undersized. No additional patient complications were reported and the patient was set to recover.